Event description:
A consumer fell asleep in their focus night & day lenses and was unable to remove their right lens when consumer awoke. Consumer then went to an emergency room where doctors were unable to observe a lens and advised the pt to see an eye speciallst, which consumer did the following day. Medical records from the eye clinic indicate that the pt fell asleep while wearing their contact lenses and then scratched both eyes while trying to remove lenses when consumer woke and that consumer uses rewetting drops as needed. Consumer presented in 2003 to the eye clinc with severe pain. The findings were grade 3+ injection, mild lid and corneal edema, grade 2+ cells and flare in the anterior chamber, 3 small peripheral infiltrates, and a 2 mm round central epithelial defect od. The contact lens was still in place. It is not clear from the records whether the epithelial defect was judged to be an ulcer or an abrasion. The presentation of the left eye was much less severe, with mild injection, mild edema, and a small peripheral infiltrate. The event was treated aggressively with antibiotic and non-steroidal anti-inflammatory ophthamlmic drops, and was judged to be still resolving after 2 weeks. The pre-event aided visual acuities were reported as 20/20 od and os, while the current acuities are reported as 20/30+2 od and 20/25-2 os. The diagnosis of the treating physician was "contact lens induced keratitis od>os." No further info is available at this time.